Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported issue of failure to interrogate was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted the helix length was within specifications. Further analysis performed showed normal device characteristics without any anomalies contributing to reported event failure to interrogate. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited high capture thresholds. The physician attempted to implant a second lp. The second lp was unable to be interrogated over conductive telemetry. The implant attempt was abandoned. The patient was in stable condition.